Manufacturer narrative:
Corrected data: h3 was checked yes.

Manufacturer narrative:
The reported events of high pacing impedance and fracture were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was noted that the right ventricular (rv) lead was exhibiting high pacing impedance due to a suspected conductor fracture. The procedure was completed using another rv lead. There were no patient consequences.